Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D10: device availability- additional. G1-2: contact office - name/address - correction. G4: date received by manufacturer - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that I have new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed and transmitter alert was found within the investigation window. The allegation was confirmed. The probable cause was undetermined . The reported event of a I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that I have a new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.